Event description:
It was reported to gore that a pt underwent an open lower anterior colon resection with gore seamguard bioabsorbable staple line reinforcement. An intraoperative sigmoidoscopy revealed that the anastomosis was intact without air leak, bleeding or obstruction. Five days post-operative the pt presented with increasing pain and sepsis syndrome requiring ventilation and pressure support. The pt underwent re-operation and it was observed that there was total dehiscence of the anastomosis. A partial colectomy and colostomy were performed. The pt was discharged approximately three weeks post-operative.

Manufacturer narrative:
The lot # is unavailable therefore a review of the mfg records could not be performed.